Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient ID: (B)(6), (B)(4), sometime in 2011. The devices will not be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was originally implanted with trochanteric fixation nail (tfn) for a hip fracture in 2011 (exact date unknown). A few years later (exact date unknown) the patient had a total knee replacement and developed osteomyelitis which resulted in an above the knee amputation. On an unknown date the patient went to the emergency room and tested positive for osteomyelitis. On (B)(6) 2016, the surgeon decided to remove the trochanteric fixation nail, helical blade, screw and end cap; all hardware was removed intact. The surgery was completed successfully with no medical intervention or delay in surgery. The patient was stable following surgery. This report is 4 of 4 for (B)(4).